Manufacturer narrative:
Corrected d3. We are unable to add reporter details, as the consumer would not authorize release of their information. Burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The customer or physician did not respond to the inquiries. No product has been returned and no additional information from the physician was provided. Based on all available information, no causal factor can be determined, and no conclusion can be drawn.

Manufacturer narrative:
No lot number or serial number was provided for the device. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported that they experienced blisters and scarring after undergoing a laser treatment to the jowl/neck. The patient was administered an unknown topical cream prior to the procedure. During treatment the patient experienced pain, treatment was completed. Post treatment the patient wore makeup for the remainder of the day. Upon removing their makeup later that day, the patient found ten scars larger than .5cm along their right jowl/neck, blisters were present. One day post procedure the patient experienced ear pain. The patient visited the treating physician that same day to report their reaction, nothing was prescribed. The patient self-treated with mupirocin ointment. Two days post procedure the patient experienced facial spasm around the nose. The patient currently has 10 scars and blisters on their jowl/neck. The scars and blisters are now 3mm in size and are in the shape of a crescent moon. The patient¿s facial spasms have begun to subside and no follow up appointment has been scheduled with the treating physician.